Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.